Event description:
It was reported that during an unrelated procedure, abrasion of the leads insulation was observed; a kink in the lead was also observed. Electrical values were normal. The physician opted to explant and replace the lead at that time. No patient symptoms were reported.

Manufacturer narrative:
.